Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The pop-off valve was re-seated and bellows reassembled to resolve the reported issue.

Event description:
The hospital reported an error that resulted in a loss of mechanical ventilation. The patient was manually ventilated and case resumed. There was no report of patient injury.